Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device involved in this incident, it was determined that the stations were showing a time that was one hour behind the actual time. A technical support specialist (tss) corrected the time discrepancy. The field service engineer (fse) assisted the customer in adding the remote support services to their firewall. Once the service was back online, rss access was verified. The tss confirmed that all units were displaying the correct time, and the issue was resolved. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations time were one hour behind. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.